Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system can't start up. During troubleshooting, fse checked the mpdu control board and found that the fuse was defective. The fse replaced the fuse of mpdu control. After replacement of the fuse of mpdu control, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the fuse in the mpdu control board which returned the system to use in good working order.